Event description:
Additional information was received indicating oversensing was observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise on the right ventricular (rv) lead was noted potentially due to lead damage. No further intervention was performed and the lead will continue to be monitored only. The patient was stable with no adverse consequences.